Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation and lead fracture was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial:(B)(4), batch: a000079025.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.